Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection revealed that the set was caught in the pouch seal and that the pouch had missing seal marks. The reported condition was verified. The cause of the condition was determined to be a packaging issue during manufacturing. A batch review was conducted and revealed that this lot was packaged on a new packaging machine. To correct this condition, sensors were installed on the packaging machine and awareness training was provided to appropriate personnel. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation, it was discovered that a flow regulator set was malformed. No patient was involved. No additional information is available.